Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving synchron lxi 725 system. The patient sample was re-analyzed three times on the original instrument and once on an alternate access 2 immunoassay system, and the results were within the normal reference interval. The elevated value was reported to the emergency room (ER) physician as a preliminary result. The physician questioned the result as it did not correlate with other clinical findings, including an electrocardiogram (ECG) result that was negative. The patient was given nitroglycerin and reported to have felt better. A final result of less than 0.01 ng/ml was released from the laboratory after all repeat testing was completed. The customer noted the patient had a critically low potassium result of 2.9 mmol/l. There has been no report of current patient outcome. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) inspected the analytical module and noted no issues. The fse inspected the aspirate probes and noted the tubing on two of the three aspirate tubes was significantly shorter than the third aspirate probe and proactively replaced all three aspirate probe tubing. The fse performed a high sensitivity system check and a 10-repetition precision test using low level quality control (qc); all results passed within the assay, instrument, and laboratory specifications. Review of the customer supplied data indicated system check and quality control (qc) were within specifications prior to the event. The instrument conformed to the manufacturer's published performance specifications. A review of the supplied troponin I quality control (qc) charts between (B)(4) 2012 through (B)(4) 2012 indicated all three levels of qc performed within 1-2 standard deviation (sd) of laboratory's established ranges. The supplied troponin I calibration curve was performed on (B)(4) 2012 and all levels of calibrators passed with acceptable percent coefficient of variation (%cvs). A routine system check, performed on (B)(4) 2012, passed within instrument specifications. The patient sample was collected into a heparinized pst 13x100 mm gel tube and centrifuged at 3,200 rpm (revolutions per minute) for seven minutes, in a swing-bucket centrifuge at room temperature. The customer stated the sample was of adequate volume. It was analyzed as the primary tube through the closed tube aliquotter (cta). The customer had recently completed weekly system maintenance and noted no system errors in the event log. The customer performs three levels of qc once daily, levels 1 and 3 on the night shift and level 2 on the evening shift. Quality control, analyzed with the patient sample, was within limits. A definitive cause of the event is unknown.